Event description:
Additional information was received on (B)(4) 2012, when the programming wand, handheld device and flashcard were returned to the manufacturer. Product analysis has been completed and the reported battery failure of the handheld device was not confirmed. During the analysis, no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The programming wand was returned without the 9v battery however once a known good bench battery was installed, the programming wand performed as intended.

Event description:
It was reported that the physician's handheld will only last for about 10 minutes when unplugged from the outlet. Per reporter, the handheld is always plugged in when not in use on a desk. The problem began about 6 months ago. A replacement was sent and the old product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Type of device, name, corrected data: initial report stated the name was programming software, however it should be programming computer. The information has been corrected on this report.